Manufacturer narrative:
(B)(4). A device history and service history review were performed with no issues found that would have caused or contributed to the reported issue.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.

Event description:
This is a report from a home patient (hp) that contacted baxter due to feeling overfilled. The hp reported that they were hospitalized at the time of the call with fluid overload. Treatment was not reported. Additional information was requested, but has not been received.